Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0mmx40mmx135cm sterling¿ balloon catheter was selected. During the second inflation, it was noted that the balloon ruptured at 8 atmospheres. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was well.